Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete corneal flap occurred at the one to two clock hours position during a lasik procedure. The reporter indicated having to use considerable effort and time to cope with docking of patient interface. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. Potential contributing factors to the incomplete flap may be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, the reporter indicated once docking was complete, bubbles entered the eye and the patient had to wait an additional time to see if the bubbles would dissipate. Reporter indicated they dilated the pupil and did not use the tracker to complete the procedure.